Manufacturer narrative:
As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination was performed and did not find any anomalies. Visual examination found the inner coil clogged with blood. The reported event of stylet could not be fully inserted was confirmed, and the cause was isolated to the blood clogging the inner coil consistent with procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. A new lead was used to complete the procedure and the patient was stable with no consequences.